Event description:
The customer reported to the sales rep that needle pulled off the suture during a hysterectomy procedure. The surgeon obtained a replacement suture and completed the procedure. There are no reported adverse consequences to the pt.